Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a consecutive motor stall consistent with a mechanical problem, after which the user restarted the device and the alert did not recur; a planned dry run of supplies was deferred because supplies were not available at the time, and blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.